Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for multiple pts involving unicel dxi 800 access immunoassay system. Subsequent testing produced results within the normal reference range. The elevated results were not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. The fse noted the peristaltic pump tubing was flattened and black. The fse performed verification testing and high sensitivity (hs) foam failed. The fse performed peri-tubing aspiration test and it failed. The fse replaced the peri-pump tubing and all verification testing, probe aspirate test and precision run passed. The unit conformed to the MFR's specifications. Pt samples were collected in greiner lithium heparin plasma tubes with gel separator. Sample centrifugation was performed at 2,300 relative centrifugal force (rcf) for 15 minutes in a swinging bucket centrifuge. This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.